Event description:
A streptococcus pneumoniae isolate tested wtih a vitek 2 ast-gp62 (gram-positive antimicrobial susceptibility) test card had discrepant results for cefotaxime and penicillin when compared to another commercial method. Vitek 2 had an intermediate penicillin result and a susceptible cefotaxime result. The other commercial method had resistant results for both penicillin and cefotaxime. The strain was isolated from csf. A second, blood isolate from the same pt was tested wtih both the vitek 2 ast-gp62 and the other commercial method. Results from these tests were in agreement. The pt was treated initially with vancomycin and cefotaxime. Rifampin was added later. The lab's concern was that if the physician had relied only on the vitek 2 results from the csf sample. Then the physician might have changed treatment to penicillin alone which could have risked treatment failure.